Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.

Manufacturer narrative:
Device was dismantled for the serial number. On 07/01/2010, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter with investigation results sent to customer. Evaluation summary: vegetation-like growth is evident. It is heavy in the free margins of all three leaflets, and also noted in the cusp areas. The vegetation like growth restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 2mm. Host tissue overgrowth is moderate to heavy at the stent inflow and the moderate at the stent outflow. No inconsistencies detected in the x-ray. (Model 6900/p to dismantle for sn after histology performed). On 06/22/2010, research and development completed the histology report and concluded with the following: "the increase in leaflet thickness appears to be due to host tissue overgrowth and infiltration into the leaflet tissue containing substantial inflammatory cells. Small leaflet tears were observed in two of the leaflets at the commissure tips. No tissue calcification was observed. Although host tissue overgrowth in the mitral position with a bioprosthetic heart valve replacement is not unexpected, it is uncommon to have such a severe host tissue growth after approximately 2 years of implantation. The root cause cannot be determined at this time. The mechanisms of host tissue overgrowth in valve replacement are not fully understood. Foreign body response (i.e. Innate immune response) triggered by the implant is generally considered to be the major cause for the host tissue overgrowth and subsequent degeneration of the bioprosthesis. The foreign body reaction to an implant is highly variable among patients, suggesting biological factors, such as patient pre-existing conditions, patient age, immune system status, and co-morbidities, can play important roles in this process."

Event description:
Reportedly, the device was explanted due to mitral incompetence and leaflet rupture. Per the cer: mitral incompetence and leaflet rupture. Replacement with a new mechanical valve. Patient first presented with symptoms dyspnea nyhc iii/IV. In (B) (6) 2010. Patient has another prosthetic device edwards mc3 ring.

Manufacturer narrative:
Preoperative echo has been requested. Customer letter required. The DHR review cannot be done since no serial number was reported. No implant date was reported; therefore, the implant duration remains unknown. This was determined reportable per edwards lifesciences procedures. Requested permission to dismantle the device, background information on the implant, patient information and patient history. At 03/04/2010, device entered 30-day quarantine in (B) (4) awaiting shipment to u.s. Expected receive date 04/18/2010. A complete histological review of the explanted valve will be conducted after the evaluation has been completed. Customer has provided edward¿s permission to disassemble the device to gain the serial number for completion of the DHR review. All results will be provided to the customer once the investigation has been completed. Device has not been received for evaluation.